Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was chosen for implant. It was determined to be too small. Therefore, the device was sized up to a 30mm amplatzer septal occluder. When it was attempted to implant using an unknown delivery system, the 30mm device deployed in a cobra headed formation. It was unknown if there were any kinks or angulation noticed in the delivery system. It was unknown if the device made contact with cardiac structures during deployment. The deformed device was not released from the delivery cable while inside the body. Then an additional unknown device was chosen for implant. The replacement device was successfully implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformed into cobra shape could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from field indicated that it was unknown whether there was interaction with cardiac structures during deployment, or if angulation or kink in the delivery system was noted. Based on the information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.